Event description:
The company was made aware that the patient experienced csf leak from dural tear during the implant surgery. The surgeon repaired the leak without any further problem. The patient stayed at the hospital for a week and the patient is currently doing well.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient is currently doing well. The patient's device remains implanted. This is the final report.